Event description:
The customer reported that the subject device exhibited a leak, the distal end was denuded, and there was a damaged fiber. The reported issues were found during reprocessing of the device. There was no patient or user injury reported due to these issues. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the bending section was damaged and the solder joint was protruding from the bending section. This report is being submitted for the malfunction found during evaluation of the device (solder joint protruding).

Manufacturer narrative:
In addition to the solder joint protruding from the bending section, service found the adhesive on the bending section cover was cracked, the bending angle was out of specification, and the scope connector was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. Based on the results of the investigation, the reported phenomenon is likely to occur when the user forcibly angulates the distal end toward the opposite direction from the bending direction while the distal end is being bent. To prevent from causing an adverse event, the manufacturer changed the structure of bending tube so as not to injure the inside of the body cavity even if the bending tube gets broken. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: IFU states as follows: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist.¿ olympus will continue to monitor the field performance of this device. Correction to the initial medwatch. The aware date should be 19-jan-2022.